Event description:
It was reported that, the ventilator graphic user interface (gui) had an erratic lower display. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the customer reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb) and downloaded the current software revision, which resolved the issue. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.